Event description:
It was reported there was sudden shut down. It was also reported the programmer is making beeping noise, "like it is singing." It is noted a door inside and the keyboard are missing. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the programmer kept beeping due to the modem card was not full seated. After properly installing the modem card the beeping was gone. Analysis not able to confirm sudden shut down. Analysis also found the keyboard and keyboard slide are missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.